Manufacturer narrative:
B.7 added information that was omitted from the initial report that was submitted. G.1 manufacturing site name was reported incorrectly on the initial report that was submitted and should of been left blank. H.11 added instructions for use as they were omitted from the initial report that was submitted. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ investigation summary: the investigation has been completed. No product was returned for investigation. Major bleed: manual compression was applied until hemostasis was achieved. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. The patient had known cardiac comorbidities and had the pump for the pci and was then explanted. 2 perclose were deployed pre impella. Cinched down post impella removal with significant oozing. 8f angioseal attempted to be deployed and failed. Manual compression applied until hemostasis achieved. Patient is stable post explant.